Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the connection between the connector of "uno" endotracheal tube and the angled connector of the circuit was so tight that it was impossible to detach "uno" endotracheal tube when the medical staff tried to suction the sputum during the surgery. In this way, they had to replace the "uno" connector by different brand connector for such a treatment in surgery." No harm or injury to patient.